Event description:
An integra neuro balloon catheter inflated abnormally in (B)(6) 2010 during the preparation for a cerebral membrane dilatation during the third ventriculostomy. The first balloon not inflate and suddenly inflated in one shot. The stylet went past the second balloon. The product was not in contact with the patient and no patient injury or death was alleged as the unit was tested prior to patient contact. The event lead to a significant increase of surgery time, but the amount of time was not communicated. The patient's age and gender are unknown. Additional clinical information has been requested, but is not expected.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.